Event description:
Possible part missing in packaging of an inserted central venous catheter. After one of our nurses inserted a PICC, it was discovered that a gray attachment capping device was apparently missing from the kit. Customer service was contacted and the catheter had to be removed. We suspect the part was missing from the kit; however, we can't be sure because the nurse did not check all the parts of the kit prior to the insertion of the PICC. There was no harm to the patient.